Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during the insertion of two intra-aortic balloon (iab) catheters in the cardiac center that the first one had its axes broken after completion of insertion procedure. The iab filled with blood into the balloon. It was reported that the second balloon event had its axes broken during the insertion due to the sheath which was too tight to easily insert the catheter into it. Finally, a third balloon catheter was inserted correctly. Indication for use was drop in pressure. This submission is for the 1st iab used.

Manufacturer narrative:
No decon or visual inspection of product performed since it was not returned. Pictures were provided for this event. A visual review of the pictures has confirmed that there was a separated inner lumen in one iab and there was blood inside of one iab, so we are confirming the reported events of leak in iab and damaged inner lumen for these cases. The product was not returned and could only be evaluated photographically. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The complaint was confirmed based on the picture provided with blood inside the iab catheter, but we are unable to evaluate the product to determine a root cause. Reference MFR report # 2248146-2018-00204 for related case. (B)(4).

Event description:
It was reported that during the insertion of two intra-aortic balloon (iab) catheters in the cardiac center that the first one had its axes broken after completion of insertion procedure. The iab filled with blood into the balloon. It was reported that the second balloon event had its axes broken during the insertion due to the sheath which was too tight to easily insert the catheter into it. Finally, a third balloon catheter was inserted correctly. Indication for use was drop in pressure. This submission is for the 1st iab used.